Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post replacement procedure, the left ventricular (lv) lead had a suspected lead fracture. It was noted that the lv lead had high and undefined impedance measurements. It was also noted that the patient anatomy could be the cause of the lead fracture due to implanting in the subclavian vein. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.